Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius mexico service technician. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 hemodialysis machine that was used for treatment where blood loss occurred. It was reported there was no indication of patient harm or adverse event. The issue was found while a fresenius (B)(4) technician was servicing the machine for venous pressure that fluctuated and was out of calibration. While servicing the machine the technician reported the presence of blood in the luer lock and hydrophobic filter. The technician replaced the luer lock and hydrophobic filter due to the presence of blood, and replaced the ultrasonic sensor and vent valve and calibrated the machine to resolve all issues and return it to service. It was confirmed that no parts are available for return to the manufacturer. Additional information was requested but was not provided. If additional information is received, a supplemental report will be submitted.